Event description:
Event was determined to be reportable based on analysis completed in 2008. It was reported that prior to a carotid artery stenting (cas) procedure, the amplatz super stiff guide wire could not be removed from its package. The device had no contact with the patient. The procedure was completed with another of same device. Analysis revealed a broken core wire.

Manufacturer narrative:
Product analysis could not confirm the difficulty stated in the complaint. The guide wire was retrieved from the protective hoop without resistance. The device was received in 2 segments. The ball weld of the amplatz guide wire remained attached to the spring. The core wire which runs inside the spring was fractured closed to the ball weld. The ball weld and the core wire were sent to the analytical laboratory for fracture analysis. The scanning electron microscope (sem) analysis determined the fracture occurred as a result of shear type overload with a bending moment against resistance. The device directions for use under warning: states "the tip of the guide wire is not designed to the reshaped. Reshaping the tip could result in damage to the guide wire." This same consideration could be taken during the guide wire retrieval from the protective hoop. A review of the manufacturing records for this batch shows that the device met material, assembly and product specifications. The most probable root cause is handling damage.